Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" got 2.8 on lot 229443 (expired), got 3.3 on lot 253029, got 2.7 on lot 254609. Patient self-tester tested herself on 3 different lots of strips today with 3 different fingersticks, each a few minutes apart. Patient has thyroid disorder (hashimoto's) but no medication.

Manufacturer narrative:
Investigation pending. Additional lot number: 253029.